Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a heavily tortuous, moderately calcified right internal carotid artery that is 80% stenosed. The emoshield nav6 barewire met resistance during advancement and the step of the barewire became stuck, could no longer move forward or backwards. The entire system was pulled out and when pulling out the system the barewire, resistance was felt with anatomy and the step was noted to stretch. Another .014 wire was used and a 9-7x40mm xact stent was implanted without an embolic protection device. There was no adverse patient effects and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stretched coils were confirmed. The reported difficulty to advance and difficult to remove was unable to be confirmed as it was based on circumstances of the procedure due to anatomical conditions. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation determined that the reported difficulties were due to circumstances of the procedure. The reported difficulty advancing was likely due to anatomical conditions. It is likely that during the attempt to advance through the heavily tortuous, moderately calcified, and 80% stenosed vessel, the barewire tip became stuck in the lesion and during removal, the tip coils became stretched. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.